Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. Patient information has been requested.

Event description:
It was reported to philips that an internal paddle set was used to deliver a shock to a patient. The customer stated it sounded like the device was sending a shock, and the device said "shock delivered", however, no current was sent to the patient. A second internal paddle set was used with the same result. The customer used a third internal paddle set which worked. The device was reported to be in use on a patient, causing a delay in life threatening therapy/ treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. Additional details have been requested. This report addresses the second internal paddle set.

Event description:
It was reported to philips that an internal paddle set was used to deliver a shock to a patient. The customer stated it sounded like the device was sending a shock, and the device said "shock delivered", however, no current was sent to the patient. The customer stated they believed there was no current being sent to the patient due to the heart was not defibrillated and there were no ECG changes. A second internal paddle set was used with the same result. The customer used a third internal paddle set which worked. The device was reported to be in use on a patient, however, no direct adverse event to the patient or user was reported. This report addresses the second internal paddle set. The first internal paddle set is addressed in (B)(4) (MFR. Report #:1218950-2020-05776). This report has been updated from serious injury to non adverse event as the serious injury is addressed in (B)(4).

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : the defibrillator was evaluated by the customer biomed and passed all testing. No ECG monitoring strips or case event files were provided to philips for review. The customer biomed confirmed the internal paddle set was faulty.